Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6) incomplete. The expiration date is currently unavailable.

Event description:
Account name: (B)(6). It was reported that the anchor in question was back out when the surgeon tried to apply tension to the anchor during medial meniscus suture surgery on (B)(6) 2017. The surgeon commented that he felt loose fitting when inserted the second anchor to the patient¿s body, thus, there was a possibility that the anchor could not be inserted properly. It was brand new and the first use when the issue occurred. There was 5 min. Surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of 99 devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of 99 devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Account name: (B)(6). It was reported that the anchor in question was back out when the surgeon tried to apply tension to the anchor during medial meniscus suture surgery on (B)(6) 2017. The surgeon commented that he felt loose fitting when inserted the second anchor to the patient¿s body, thus, there was a possibility that the anchor could not be inserted properly. It was brand new and the first use when the issue occurred. There was 5 min. Surgical delay and no harm to the patient additional information from affiliate 12-14-2017: the procedure was able to be completed. No information on how the procedure was completed. No information on if a revision procedure is planned. No information on if the implant was removed or was any debris left in the patient. No information on what type of force was used when the anchor pulled out. No information on if the surgeon wiggle the inserter, pull while turning, or pull only while removing. No information if the surgeon grasps the suture during insertion. No information if the surgeon grasping the suture during removal.